Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the catheter was being removed from the patient, a separation occurred at the lap joint section of the device. The physician was able to trap the separated segment within the guide and remove it from the patient. Another similar device was then used to complete the procedure successfully. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached in the lap joint section; the imaging window was not returned for analysis. Microscope inspection also revealed the imaging window was detached. Regarding the imaging window detachment, these are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending, compression and/or tensile forces that may be encountered during procedure over this section are not evenly distributed and are mainly focused over the least rigid material, in this case, the imaging window. These kinds of detachment are related to design characteristics of the device. For this reason, the assigned cause for the encountered detachment is cause traced to device design.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the catheter was being removed from the patient, a separation occurred at the lap joint section of the device. The physician was able to trap the separated segment within the guide and remove it from the patient. Another similar device was then used to complete the procedure successfully. There were no patient complications.